Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
A non-deployment was reported during a transfemoral case by the territory manager. The scrub tech did not bend the delivery system while flushing with 3cc luer lock syringe. The heparinized saline flush out of the rx port and distal end was performed. The 91 year old patient had minor iliac disease with a type ii arch and minor left common carotid tortuosity. The cguard prime easily advanced over the nav 6 through a 7f cook flexor shuttle sheath (ID .100"). Pre-release went smoothly however the vascular surgeon could not deploy the stent and said it was hurting his thumb trying to deploy. I informed him prior to the case that if he felt any resistance to stop. I asked him to pull his shuttle sheath more proximal as it was in the left internal carotid with the stent still inside the system. He then tried to deploy the stent but still was unable to move the slider. He removed the stent and delivery system from the patient without issues. He tried to deploy the stent outside the body and could only deploy 2mm but no more. The vascular surgeon then went in with a competitor stent and delivered successfully.

Event description:
A non-deployment was reported during a transfemoral case by the territory manager. The scrub tech did not bend the delivery sytem while flushing with 3 cc luer lock syringe. The heparnized saline flush out of the rx port and distal end was performed. The 91 year old patient had minor iliac disease with a type ii arch and minor left common carotid tortuosity. The cguard prime easily advanced over the nav 6 through a 7f cook flexor shuttle sheath (ID .100"). Pre-release went smoothly however the vascular surgeon could not deploy the stent and said it was huirting his thumb trying to deploy. I informaed him prior to the case that if he felt any resistance to stop. I asked him to pull his shuttle sheath more proximal as it was in the left internal carotid with the stent still inside the system. He then tried to deploy the stent but still was unable to move the slider. He removed the stent and delivery system from the patient without issues. He tried to deploy the stent outside the body and could only deploy 2 mm but no more. The vascular surgeon then went in with a competitor stent and delivered successfully.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review, and clinical case imaging review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.